Event description:
Additional information has been received and stated that injector did not send the lens. There was no patient harm.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in a.1., a3.a., b.3., b.5., d.10., e.4.,h. 6., h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of introducer did not send the intraocular lens. Additional information has been requested. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in a product carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle entry and is advanced under the iol. The iol is advanced just past the lens bay area and is damaged. We are unable to determine the root cause for the reported complaint injector did not send the lens. Plunger underride was observed. Plunger underride may occur if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (more than 23 degrees c or 73 degrees f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).